Event description:
It was reported that the nurse stated that they trying to fill the arctic sun device but they cannot got it to fill. They were getting a non-recoverable alarm, but they not sure which alarm number. Nurse provided s/n (B)(6). Had nurse power device off and back. Nurse confirmed they had tried rebooting it twice now and the alarm is returning. Once powered on, device alarmed reservoir low. Nurse cleared alarm and tried restarting therapy, but non-recoverable alarm returned. Explained this device would need to go to biomed and they would need to swap to another device for therapy. Informed nurse to disconnect the pads over a trashcan or basin to empty the pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they trying to fill the arctic sun device but they cannot got it to fill. They were getting a non-recoverable alarm, but they are not sure which alarm number. Nurse provided s/n (B)(6). Had nurse power device off and back. Nurse confirmed they had tried rebooting it twice now and the alarm is returning. Once powered on, device alarmed reservoir low. Nurse cleared alarm and tried restarting therapy, but non-recoverable alarm returned. Explained this device would need to go to biomed and they would need to swap to another device for therapy. Informed nurse to disconnect the pads over a trashcan or basin to empty the pads.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be weak circulation pump. However, there was insufficient information to confirm this potential root cause. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.